Manufacturer narrative:
The insulin pump was received with cracked battery tube threads. There were no traces of moisture found at the electronics, motor or keypad assemblies per visual inspection.

Event description:
Customer's mother reported via phone call high blood glucose levels and moisture damage. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose and changed their site. Troubleshooting for moisture damage was performed. Customer advised there was fluid under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.